Event description:
The reporter stated that the patient experienced a low blood glucose (bg) with a seizure during the nighttime over a year ago. The reporter could not recall details of the event, but stated that she thought bg values were between 50 and 60 mg/l. The patient was reportedly treated with juice and no medical intervention was required. There is no further information surrounding the reported event available. Troubleshooting could not be completed as the incident occurred over a year ago and pump data from that time was not available for review due to continued use.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 10/01/2012. The pump was returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the pump was returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: testing found no insulin delivery defect with the pump. The pump was used after the original complaint date and all histories and black box data had been overwritten: testing was unable to adequately investigate the original blood glucose complaint. Review of the total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient. The pump was exercised for 29hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Test boluses were correctly calculated and written to the pump history. An "ezprime" operation was performed with no difficulties.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.